Event description:
It was reported that the biomed had an arctic sun device that was not passing the calibration for an error 80 (water check time out unable to reach calibration temperature, not cooling). Biomed confirmed bad mixing pump and the device was due for the 2000-hour preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. Biomed confirmed bad mixing pump and the device was due for the 2000-hour preventive maintenance. Per follow up, no repairs have been made onsite at this time. The device will return to bd depot for pm service. No patient involved prior to biomed receiving device. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had an arctic sun device that was not passing the calibration for an error 80 (water check time out unable to reach calibration temperature, not cooling). Biomed confirmed bad mixing pump and the device was due for the 2000-hour preventive maintenance.